Manufacturer narrative:
Sections with additional information as of 15-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-52-user had incorrect code key. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer did report not feeling well during the call (did not specify exact symptom). Daughter calling on behalf of the customer. The customer is concerned with test results obtained of 350mg/dl. A couple of hours ago the daughter stated the meter read 350mg/dl did not tell me if it was fasting or non-fasting. But she had a result of 350mg/dl (doctor told to her to call the paramedics if that happens). The expected fasting blood glucose test result range is undisclosed. Medical attention is reported as a result of the actual blood glucose results. The daughter states that she had the wrong code chip in the meter and the paramedic ran her blood and it was 278mg.dl vs the true track meter reading 350mg/dl with the wrong code chip. The product storage location is undisclosed. During the call, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/20/2021 and open vial date is undisclosed. She had to leave since the mother was calling her and unable to obtain additional information. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-52-user had incorrect code key. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer did report not feeling well during the call (did not specify exact symptom). Daughter calling on behalf of the customer. The customer is concerned with test results obtained of 350mg/dl. A couple of hours ago the daughter stated the meter read 350mg/dl did not tell me if it was fasting or non-fasting. But she had a result of 350mg/dl (doctor told to her to call the paramedics if that happens). The expected fasting blood glucose test result range is undisclosed. Medical attention is reported as a result of the actual blood glucose results. The daughter states that she had the wrong code chip in the meter and the paramedic ran her blood and it was 278mg.dl vs the true track meter reading 350mg/dl with the wrong code chip. The product storage location is undisclosed. During the call, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/20/2021 and open vial date is undisclosed. She had to leave since the mother was calling her and unable to obtain additional information. The meter memory was not reviewed for previous test result history.